Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed, 32mm in length, 3mm in diameter target lesion was located in a severely tortuous and severely calcified left main (lm) artery. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was noted that the shaft was fractured. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Updated: device evaluated by MFR.? Eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no issues or damaged were found, the device appears to be in good conditions. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed, 32mm in length, 3mm in diameter target lesion was located in a severely tortuous and severely calcified left main (lm) artery. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was noted that the shaft was fractured. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and the patient's status is stable.